Manufacturer narrative:
The customer runs controls daily and were acceptable on the day of event. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable glucose result for 1 patient tested on an accu-chek inform ii meter serial number (B)(4). The patient was running a fever and per the customer's protocol, a glucose testing was performed. The initial glucose result was 52 mg/dl. About 2 to 3 minutes later on an unspecified meter, the glucose result was 68 mg/dl. The result in question was reported outside of the laboratory, but the patient did not receive any treatment or have any treatment delayed.